Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) and elevated ck-mb results generated on the access 2 immunoassay system. The pt sample was retested on a different instrument and the results were within the normal reference range. The initial results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse inspected the instrument and found the mixer motor timing pulley was sticking intermittently which caused the revolutions per minutes (rpm) to be reduced clock and counter clock wise. The fse replaced the 10t and 14t mixer assembly and mixer belt. The fse ran a system check and cardiac quality controls (qcs) both results were within specification. The fse verified the instrument per established procedures and the results met published performance specifications. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.